Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a damaged drive support cap; the drive support cap was sticking out. The patient's blood glucose at the time of incident was 192 mg/dl. The customer was advised to revert to their medically prescribed back-up plan. No products will be returned or replaced as the insulin pump is out of warranty.